Event description:
It was reported that high, out of range, pacing lead impedance was observed. An episode of noise reversion was also noted. The impedance anomaly could not be reproduced in clinic. Fluoroscopy did not indicate any anomalies. The pocket was opened and the lead was visually examined and tested but no issues were detected. The lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.